Event description:
This complaint is now reportable, based on the analysis completed on 8/21/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion being treated was located in the 90% stenosis mid left anterior descending artery. The referenced vessel diameter is 2.75mm. The lesion was pre-dilated with 2.5 voyager balloon. The physician attemtped to place a 2.5x16mm taxus liberte' drug eluting stent but had difficulty crossing the lesion. The procedure was completed with an 2.5x 18mm endeavor stent. There were no patient complications after procedure. However, the returned product confirmed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Visual examination of the returned device noted the presence of proximal stent strut damage. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent back distally. No further damage was noted on the returned device. The root cause of this damage is unk. The manufacturing records for this batch number (8088211) found that the device met its material, assembly and product specifications. No additional complaints have been received for this particular batch number.